Event description:
It was reported that the device was displaying an error code. This caused a delay of one hour in the procedure. There were no adverse consequences and no medical intervention.

Event description:
It was reported that the device was displaying an error code. This caused a delay of one hour in the procedure. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the reported event could not be confirmed. The reported error code is not a valid error code for the reported conditions, but alternate similar codes could potentially have been indicative of a problem with the instruments/cables that were attached to the console at the time of the event. However, no specific failures or malfunctions could be confirmed since the evaluation of the returned generator resulted in no failures being found and the cables were not returned for evaluation.